Manufacturer narrative:
Findings: unit had constant alarm during rewind due to motor encoder signal out of phase. Unable to perform self-test error test, displacement test, rewind, basic occlusion test, occlusion test, prime/ test, off no power test and excessive no delivery test. Unable to confirm motor error alarms. All operating currents are with in specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was unknown at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.